Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the plunger was confirmed. The reported event appears to be related to interaction with the patient calcification. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified left common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral arterial occlusive disease interventional procedure. Reportedly, while pushing the proglide plunger, the plunger became stuck. The proglide device was removed from the patient anatomy and manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.